Event description:
The remb micro drill was sent in for eval because it was running without activation during a procedure, which was completed with a readily available spare device without any clinically significant delay, and no adverse consequence were reported.

Manufacturer narrative:
The device is available for eval, but it has not yet been received. A follow-up report will be submitted once the quality investigation is completed.